Event description:
A complaint was received regarding a 114" 10 drop primary set w/3 microclave®, remv 3-port nanoclave® manifold w/check valve, spin luer, 1 ext that experienced cracks and leakage. The reporter stated that they had a few more lines cracked in the packages. These are being opened in a new pack and we find that the product is cracked. It has happened on multiple dates. They go back with the patient and as they are putting the patient to sleep, meds are running out. They have been multiple defective items.

Manufacturer narrative:
The initial reporter indicated that the event occurred multiple times and that they have 8 defective devices; however, no additional information was given pertaining to the additional instances. A search of the complaint database showed no prior report of these events. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Manufacturer narrative:
Additional information d9: device was received 5/13/2025. Investigation summary: received one (1) used am3011, one (1) new am3011 and four (4) open/unused am3011 for inspection. The female luer on each of the samples was cracked. A crack was observed on the female luer of the new set in the sealed packaging. The reported complaint can be confirmed. The probable cause is due to manufacturer molding error. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.